Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator has migrated into their chest, and that they have been referred for surgery in order to preclude serious injury. No known surgical intervention has occurred to date. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
Event description, corrected data: the initial report inadvertently omitted confirmation of the patient's repositioning surgery, as well as the provided details from the or report.

Event description:
Surgical notes were received confirming that the patient underwent generator repositioning surgery. It was mentioned in the surgical notes that the anchoring suture was noted to be in place; however, the tissue was not as firm as probably needed to be. Therefore, the generator was brought out of pocket, and the pocket was extended superiorly so that the generator could be placed in a new area. The generator was paced and sutured to the fascia of the pectoralis muscle with a 3-0 prolene suture. It was noted that the generator was interrogated in an acceptable range and the patient was closed. The procedure was noted to have concluded successfully. The patient's neurologist informed that the cause of the generator migration is not obvious, and that the patient denies trauma or any other obvious factors. It was noted that the patient has experienced discomfort after the migration initiated. No other relevant information has been received to date.